Event description:
(B)(4). Severe bleeding, huge blood clots, the size of tennis balls, murderous periods, headaches, mood swings, swelling of hands and feet, joint pain, severe pain after intercourse, stabbing pain in left side daily, hard to walk after waking up in the morning, depression, lower back pain, weight gain, thoughts of suicide.